Event description:
On (B)(6) 2012, a reporter calling on behalf of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter had a broken display. This compliant was documented using the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began sometime between (B)(6) 2012 and (B)(6) 2012 (exact date unknown) at 6:30am. The reporter stated that the patient awoke, obtained a blood glucose result of "145mg/dl" which the patient felt to be inaccurate. The reporter stated that the patient uses humalog insulin pump therapy to manage his diabetes. The reporter stated that the patient did not make any changes to his activity level or medications on the day of the alleged issue. The reporter stated that the patient dropped the subject meter and cracked the subject meter display. The patient reportedly skipped breakfast and went to work. The reporter advised that sometimes the patient has breakfast at work and it is unknown if that occurred on the day of the alleged issue. The reporter advised that the patient called the reporter at 8:15am on the day of the alleged issue stating he had symptoms of "vomiting and rapid heart rate." The patient was not able to test his blood glucose and so requested transport to emergency medical services (ems). At 8:30am on this date ems obtained a blood glucose result of "500-600mg/dl" on an ems meter. IV fluids and humalog insulin (dose unknown) were administered by ems. The patient was reportedly administered to the hospital with a physician diagnosis of diabetic ketoacidosis (dka) and discharged 2 days later. At the time of troubleshooting, the cca determined that there was no misuse of the product, and this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient reportedly was treated by ems and hospitalized for dka after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.